Event description:
I have been suffering systemic connective tissue pain, inflammation, function degradation in my hands, feet, knees, hips, shoulder, elbow joints as well as dry eyes, excessive hair loss for several years. Over the course of the past years, these symptoms have increased and at times have become debilitating. I had bi-lateral mastectomies in (B)(6) 2004 where mcghan 133mv tissue expanders where placed. In (B)(6)2005, the tissue expanders and capsules were removed and "mentor siltx gel-filled mammary prosth" were placed for reconstructive purposes. At this point in time, I have begun searching for plastic surgeon in my area to remove my implants. When that is completed, I will have an assessment for bia-alcl and/or bii and follow up accordingly. FDA safety report ID# (B)(4).